Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe luer-lok¿ had plunger separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: three loose 1ml assembled syringes were received and reported to be from batch #7215975 (p/n 309648). The samples were visually evaluated. The evaluation was performed through the sample bag because the syringes appeared used. The syringes had orange/red/brownish dried liquid at tip and on top of the stopper. All plungers were attached to the stoppers. Due to the fact that samples were already manipulated, no additional testing was performed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ syringe luer-lok¿ had plunger separation. No serious injury or medical intervention was reported.